Event description:
The user reported that during a thrombolysis procedure for an occluded femoral bypass graft, the tip of the catheter came off in the pt. The physician was able to push the broken tip into a dead portion of the femoral artery. The physician decided to leave the catheter tip in the pt. The physician stated that the pt is fine. No harm or injury reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A visual examination of the returned device revealed that the tip was still well bonded to the catheter body at the fuse zone. The tip of the catheter showed signs of elongation and damage distal to the fuse zone. It was in this damaged region, 4.1cm from the fuse zone, that the tip broke. The damaged area was elongated and damaged causing the tip material to separate. Merit is unable to determine the exact root cause of the elongation, damage, and separation. Evaluation codes: method: process evaluation.